Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles. Customer's blood glucose 290-397 mg/dl. Customer removed air bubbles appropriately.